Event description:
Customer reported an error message from the passport v monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and was unable to verify the issue. Customer was provided with a replacement unit.